Manufacturer narrative:
Voluntary medwatch form #: mw5067227. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a medfusion® 3500 syringe pump was in use with a patient that was admitted to the pediatric intensive care unit for continuous infusion of epinephrine due to an acute hypotensive event. The reporter noted that the infusion pump malfunctioned and stopped delivering medication. The patient became pulseless and underwent arrest, requiring cardio-pulmonary resuscitation. The resuscitation was not successful and the patient expired.

Manufacturer narrative:
It was determined that this file (3012307300-2017-00566) is a duplicate of 3012307300-2017-01143. A supplemental report was sent on 3012307300-2017-01143 to reflect any additional information.